Event description:
Info rec'd indicates the bed has no power, due to the caster rubbing through the left coiled cable insulation and exposing bare wiring.

Manufacturer narrative:
The tech replaced the coiled cable to repair the bed.